Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that since implant the ins had not helped her and she was getting wet. The patient reported that she was taking a fluid pill and went frequently. The patient reported that her healthcare provider (hcp) said if she had a problem they will do something for her bladder to close it more, possibly botox.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.